Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to pull out medication from drawer 6, pocket e1. The technical support specialist (tss) determined medication was jammed between the cubies. The station was accessed remotely, and all cubies were opened. The user successfully removed the stuck medication. The drawer was tested, and all cubies opened without issue. The user was advised to perform a blind count and clear any discrepancies. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was stuck in between the cubies and user was unable to pull medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.